Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for discoloring and cracking with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® ssttm ii advance tubes 5 13x100 silica (clot activator)/gel was discolored at its top with a crack running toward the base. No serious injury, no medical interventions. The problem was noticed before use.